Manufacturer narrative:
Unable to perform displacement test due to missing retainer ring. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, broken battery tube threads, cracked case at battery tube, keypad overlay texture damage and minor scratches on lcd window. Unit received without battery cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the battery and reservoir compartments were cracked. Insulin pump would need to be replaced. Customer's blood glucose was not reported.